Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest during dialysis treatment or thereafter. It was further alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2015-03787 and 1225714-2014-03788. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired.

Manufacturer narrative:
This is one of two devices for this event; there are a total of four events for this patient.